Event description:
It was reported that the quantum pump has burned the patient 3 times during surgery. It is unknown if it occurred inside or outside the patient. It is unknown if there was a back-up device available or if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the rf quantum controller was faulty and caused an external burn in the patient 3 times during surgery. It is unknown if there was a back-up device available or if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection observed a bent lid, and the warranty seal is broken. A functional evaluation revealed no issues. The unit was opened and found no issues. No voltage issues were noticed. No burn/arc damage was found on the unit. The units software version is 2.00. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. A clinical review found no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Should any additional clinical information be provided for this complaint will be re-evaluated. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. B5 was corrected.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that the rf quantum controller was faulty and caused an external burn in the patient 3 times during surgery. It is unknown if there was a back-up device available or if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).